Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed the heater button was cracked. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed the mushroom head check. The cycler underwent and failed the functional display test. Upon powering on the cycler, the screen was blank. During internal inspection it was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler went blank during step 10 of the patient's peritoneal dialysis (pd) end treatment. The cycler was powered down, the ok and stop keys and touch screen were pressed, however the screen remained blank. The ok and stop keys made sounds when pressed, the cycler was rebooted, the ok and stop keys illuminated, but the screen remained blank at that point in time, the technical support representative advised the patient contact to discontinue use of the patient¿s cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.